Event description:
The patient is same as (B)(4). The surgeon tried to change the setting pressure but could not even after flashing. It was found by radiography that the stepping motor continued rotating and did not settle. Although the patient¿s condition was stable, the revision surgery was conducted on (B)(6) 2015 concerning a possibility of future overdrainage. The patient is currently being followed.

Manufacturer narrative:
Upon completion of the investigation it was noted that upon visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: no damage was noted with the valve casing or the cam mechanism. The cam magnets were also controlled. No defects were found. The root cause(s) of the dislodgement could not be determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. Review of the history device records confirmed the valve product code 82-3113, with lot cjhctc, conformed to the specifications when released to stock on the 5th january 1998. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.